Event description:
The procedure was to treat a 99% occluded lesion in the mid right coronary artery. This was an acute myocardial infarction patient. The 2.0 x 15 mm mini trek balloon was advanced without issue and inflated. It is unknown how many inflations were made, at what pressure. During removal, resistance was met with the guide wire, and the devices were removed together. An rx trek balloon was used to complete the procedure successfully. It was noted that the trek was prepared outside the anatomy, per the instructions for use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported resistance with the guide wire was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.